Event description:
It was reported multiple shocks were delivered due to oversensing. The patient had been seen in the emergency department. The lead was replaced. No further patient complications were reported as a result of this event. Additional information received reported an allegation from an attorney indicated the patient is deceased and further indicated that the lead had exhibited a fracture and/or was explanted.

Manufacturer narrative:
All information known was provided per the complainant. Therefore, no attempts for additional information will be made. The device is part of the advisory for this model. The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.